Event description:
Rptr did meter to lab comparison tests, about 30 to 60 minutes apart. Both tests were done in a fasting state. The results were 160 mg/dl on the meter, and 122 mg/dl on the lab test. Rptr did not have any symptoms. A control test was not done to the unavailability of supplies. No harm was alleged.